Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications. The unit successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-08014 and 2134265-2013-08015. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used and the motor drive unit was unable to perform pullback. The procedure was completed with this device. No patient complications reported.